Event description:
It was reported that the no disposable pump will not run alarm. No patient injury was reported.

Manufacturer narrative:
No product was returned for investigation. A device history review (DHR) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.